Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on the electrical board was locked properly during visual inspection. Device received with broken belt clip rails and scratched left button keypad overlay. No cracks on the up arrow keypad overlay noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive sporadically. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.